Manufacturer narrative:
The customer reported there were bubbles throughout the ise pathway. The customer performed precision testing and had acceptable results. The field service engineer performed an ise check and had stable results. He checked the probe positions and adjusted the ise sipper nozzle. He replaced ise tubing and cleaned the rinse nozzles. He removed and cleaned the waste vacutainers. He removed the ise electrodes and replaced the o-rings. He performed start-up, calibration, and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 501 module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial na result was 102 mmol/l. The patient's repeat na result was 141 mmol/l. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer performed preventative maintenance on the analyzer. He confirmed the precision checks, calibration, and qc results were acceptable. He found droplets of water on the cuvette surface and he realigned the teflon blocks. He discovered the cuvette laundry didn't have sufficient vacuum. He replaced solenoid valves and the o-rings. He checked and adjusted the gear pump pressure and the cuvette rinse levels to acceptable levels. He performed mechanism checks, calibration, and qc with acceptable results. After service, no further issues were reported. The investigation determined the service actions resolved the issue.